Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that damage to the pump housing caused difficulty loading cartridges, the wake button was sticking, the pump's usb port was bent resulting in difficulties charging the pump, the pump touch screen was delayed in responding to touch, the cartridge was leaking from undefined location. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.